Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for glucose hk (glu) on an integra 400 plus analyzer. The sample initially resulted as 11.55 mmol/l when tested on the integra 400 plus analyzer and this value was reported outside of the laboratory to the patient. The patient questioned the result and asked for the sample to be repeated. The sample was repeated on a cobas 6000 analyzer, resulting as 5.9 mmol/l. The sample was also repeated on the integra 400 plus analyzer, resulting as 5.97 mmol/l. The patient was not adversely affected. The glu reagent lot number was 111293, with an expiration date of 05/31/2017. The field service representative performed complete preventive maintenance on the analyzer. After this action, the customer has not reported any new issues. Investigations could exclude a general reagent issue.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Based on the provided information, it appeared that too much sample was pipetted when the initial result was generated. A pre-analytical sample handling issue is assumed to be the root cause.